Manufacturer narrative:
The device was not returned for evaluation. A picture was provided by the complaint event site showing the device post procedure and revealed the following: the inflation balloon had a radial and longitudinal burst. Balloon material was pulled towards the nose tip. The complaint for delivery system balloon burst was confirmed by visual inspection of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported ,"during the last 1-2cc of the inflation, the balloon interacted with the calcium resulting in a circumferential tear of the balloon." Additionally reported, "there was a near circumferential area of calcium noted at the stj." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards field clinical specialist, during a case in aortic position by transfemoral approach, the 23mm commander delivery system balloon ruptured during the latter portion of the inflation. There was a near circumferential area of calcium noted at the sinotubular junction (stj). The height of the stj was slightly less than 19mm. The team elected to implant a bit lower than their normal implant depth to minimize the stj interaction. The delivery system was prepped per instructions. The team requested an additional one cc due to nearly -5% area undersizing of the valve in the systolic phase. During the last 1-2cc of the inflation, the balloon interacted with the calcium resulting in a circumferential tear of the balloon. The balloon was successfully retracted into the sheath and removed from the body without incident. Echo and angio images showed full expansion of the valve with minimal perivalvular leak. The decision to post-dilated the valve with a new delivery system was aborted.

Manufacturer narrative:
Investigation is ongoing.